Event description:
It was reported that the vns patient¿s device had malfunctioned and caused the patient to experience bradycardia and syncope. As the patient was losing consciousness and getting hurt from falling, the patient was required to wear a helmet and become a wheelchair user within a year since beginning vns therapy. The patient¿s device was eventually disabled and the patient reportedly no longer required a helmet and wheelchair. Attempts for additional relevant information will be made.

Manufacturer narrative:
Brand name; corrected data: additional information identified the suspect device.